Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a duplicate addresses found. Drawers are not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that auxiliary 5.2 had duplicate cubie errors. A field service engineer (fse) had reseated all row board connections to resolve the issue. The customer tried to unload and reload the cubies and verified the functionality of the device. The system functioned as intended after the field service engineer repaired the device.